Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no available history for the date of the complaint ((B)(4) 2011) as the history has been overwritten. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, the keypad was found to be torn at the up arrow and down arrow keypad buttons. All of the keys were responsive when pressed. The keypad cover was removed for investigation and revealed visible contamination under the contacts of the keys. Also unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(4)

Event description:
A family member reported that he patient experienced a blood glucose (bg) of hi on the meter (above 600 mg/dl) which decreased to 588 mg/dl after a site change. Customer support reviewed the pump with the family member. The family member confirmed that all settings were programmed correctly. The bolus history indicated that all boluses were completed in the intended amounts. The bolus history indicated that the patient was using normal bolus 60 % of the time; the family member reported that this was because the patient felt that using ezcarb and ezbg resulted in higher bg so the patient did normal bolus when she knew how much insulin was needed. The alarm history showed an empty cartridge on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. The total daily dose history added up correctly. The family member stated that the sites would bleed when removed and the patient has had some issues with leaking at the site; the family member also indicated that the patient did have some scar tissue. Customer support advised that there was no indication of a mechanical issue with the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.